Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional evaluation was not conducted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A compatibility check was not performed. Complaint history review was not performed as lot number was not provided. A definitive root cause could not be determined with information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial articular surface provisional was fractured when returned to the pan. Attempts have been made and additional information on the reported event is unavailable at this time.